Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no known moisture ingress to the pump and confirmed that there was no alleged impact on the pump¿s insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: there was no damage observed to the keypad. The keypad buttons were tested and were confirmed to be fully functional. The keypad was removed and no button contact defects were observed.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.